Event description:
New information received noted that both the atrial and right ventricular leads were explanted and replaced on (B)(6) 2022 for noise over-sensing. Patient had no consequences as a result of the event.

Manufacturer narrative:
The reported event of over-sensing noise was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found full breach insulation degradation adjacent to the connector boot and an external insulation abrasion consistent with friction to another device or feature of the heart. In both locations the outer coil was exposed. The reported event was isolated to the exposure of the outer coil in the degradation and abrasion zones.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-17647. It was reported that an asymptomatic patient presented remotely via merlin.net on (B)(6) 2020 with inappropriate high ventricular rates from (B)(6) 2020. Further investigation found that both the right ventricular and atrial leads were over-sensing noise. Patient was brought in for lead testing. Physician decided not to perform any interventions and will continue to monitor the patient. Patient had no consequences and was discharged home after the visit.